Event description:
The pump was returned for mechanical hardware failure (screen, no input). Upon return, the device lcd screen is black/no back light. Investigation found j24 back light connector damaged at main pcba. Installed test engineering lcd screen, tested ok. Internal investigation found front housing is damaged due to broken screw mounts. Main pcba and front housing will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump turns on, but screen does not. Screen is black, touchscreen doesn't work." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.